Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration and dose) via an implantable infusion pump. Indications for use included non-malignant pain. In (B)(6) 2015, the patient was in the hospital to have a ¿bp shunt¿ put in. While the patient was in the hospital, the pump dose was lowered 3 mg/day because the pump was due for a refill and it was running low while the patient was in the hospital. The patient¿s hcp (healthcare professional) thought that the patient would be out of the hospital to get the pump refilled, but then she was not. ¿three days later,¿ the low reservoir alarm was going off and they brought it down to ¿97% less than what it was¿ so the patient would not run out of medication. The patient was loopy when she had the ¿bp shunt¿ put in and didn¿t recall the second time the pump dose was decreased. Further follow-up is being conducted to clarify if the patient had any symptoms related to the missed refill, if any troubleshooting or interventions were taken, and the patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on (B)(6) 2016 and it was reported that the patient was admitted to the hospital in (B)(6) 2015 and had an MRI. The pump was checked after the MRI, but they ¿couldn¿t turn the pump on because the reservoir was too low¿; the patient was told that she needed the pump refilled. The patient stated that ¿she needed to have it refilled anyways¿. Someone, the patient doesn¿t remember who, lowered her pump from 5 mg/day to 3 mg/day and then it was lowered again to less than 1 mg/day. The patient noted ¿wanting to feel better¿; she was not feeling good. The patient didn¿t recall, but thought that the refill was due in (B)(6) 2015 if she didn¿t use her boluses. She made an appointment to see her physician after being in the hospital. They called and confirmed on a (B)(6). On (B)(6), they called and said the physician didn¿t want her as a patient anymore. She had been trying to find an hcp (healthcare professional) to refill her pump. The pump was alarming/beeping; she had been hearing a single-toned alarm since (B)(6). The patient heard a beep every few hours starting in (B)(6) 2016. On (B)(6) 2016 the pump started to beep 6 times/a two-toned alarm. She didn¿t know what to do as she needed a pump refill but could not find an hcp to refill it. The patient was wondering if she was ¿not saying something right or saying too much to the hcps and that¿s why they won¿t help her¿.